Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator oxygen (o2) sensor failed calibration and had a leak. The ventilator was not in use on a patient at the time of the event. A third party biomed evaluated the device and replaced the o2 sensor. The ventilator passed all testing and operated within the manufacturing specification. Covidien was not authorized to evaluate the device.